Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and genital haemorrhage ("heavy and persistent bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("chronic yeast infection"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and loss of libido ("loss of libido"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, vulvovaginal mycotic infection, arthralgia, fatigue, alopecia, dyspareunia and loss of libido outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of libido and vulvovaginal mycotic infection to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and genital haemorrhage ("heavy and persistent bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("chronic yeast infection"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and loss of libido ("loss of libido"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, vulvovaginal mycotic infection, arthralgia, fatigue, alopecia, dyspareunia and loss of libido outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of libido and vulvovaginal mycotic infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated') and genital haemorrhage ('heavy and persistent bleeding/ general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("chronic yeast infection"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), loss of libido ("loss of libido"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, vulvovaginal mycotic infection, arthralgia, fatigue, alopecia, dyspareunia, loss of libido, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, gastrointestinal disorder, headache, neoplasm and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, menorrhagia, metrorrhagia, neoplasm, psychological trauma, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea (cramping), back pain, bladder problems, urinary problems, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events added: dysmenorrhea (cramping), back pain, menorrhagia, metrorrhagia, psych injury, bladder problems, urinary problems, vaginal infection, vaginal discharge, gi conditions, headaches, tumors, weight gain. Reporter's information was updated. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), ibuprofen (motrin ib), naproxen and naproxen sodium (aleve). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: fibroids/ cysts") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids/ cysts"). On an unknown date, the patient experienced genital haemorrhage ("heavy and persistent bleeding/ general abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("chronic yeast infection"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), loss of libido ("loss of libido"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and pelvic pain ("pelvic pain") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, vulvovaginal mycotic infection, arthralgia, fatigue, alopecia, dyspareunia, loss of libido, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, gastrointestinal disorder, headache, neoplasm, weight increased, vaginal haemorrhage, cyst, uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, menorrhagia, metrorrhagia, neoplasm, pelvic pain, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea (cramping), back pain, bladder problems, urinary problems, vaginal infection, vaginal discharge. Discrepancy noted in date(s) of insertion: (B)(6) 2005 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received : events added- abnormal bleeding (vaginal), pelvic pain, fibroids, cysts. Aka name added, patient demographic added, events onset date, events severity, concomitant drug and lab data added. Genital hemorrhage was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.